Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient experienced symptoms of pain at the implant site of the implantable cardiac monitor (icm). Additionally it was reported by the patient that the monitor has migrated ten days after implant. The icm remains in use. No patient complications have been reported as a result of this event.